Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2014 with the following results:during evaluation, the display screen was blank. The line running through the display could not be investigated due to the blank display. The pump cover was opened and the display screen was cracked. A test screen was installed and displayed normally.